Event description:
The patient reported having a lack of therapeutic effect. The patient was told that her implantable neurostimulator was low. The patient was told by her healthcare professional (hcp) at implant, that the "battery will last 5-6 years". The patient was at home and her status was "fair". The patient was encouraged to contact her hcp. Additional information has been requested, a follow-up report will be sent if additional information becomes available.